Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during a pre use check by the cardio thoracic surgery department, it was found that the equipment was not working and could not be used. No patient involvement.